Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed electrical testing to determine continuity of the conductor(s) passed. During testing, the helix extended and retracted within 5 turns. A cut was evident through the outer insulation material at medial section at 26 centimeters distally. Some damage from explant was observed. Primary analysis findings revealed no anomalies, lead functionally normal.

Event description:
It was reported, during an implant procedure, there was a screw mechanism malfunction, as the lead was rotated 30 to 40 times and would not deploy. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.